Event description:
It was reported that the programmer displayed an error message at start up. The clinician cycled power and the error cleared. The programmer was restored to service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).